Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had irritation around the incision site when the stimulator was turned on. The stimulation was causing a sensation in the abdomen around the incision site. There was also swelling, redness and tenderness at the incision site. There was a mild infection at the incision site. The etiology was due to the programming. The event was related to the device, therapy, and implant procedure. The patient was reprogrammed as an intervention and the event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical devices:: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).